Manufacturer narrative:
2199- not labeled. Code 1049-labeled.

Event description:
During an sfa procedure, the catheter balloon ruptured on the second inflation. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications being reported.